Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. Reportedly, the customer uses cold insulin and does not remove air the cartridge during the load procedure. The customer continued to use pump for insulin therapy.